Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had high blood glucose of 462 mg/dl. Customer stated that he has high blood glucose because the insulin was not passing. Customer put on a new set and his blood glucose was still high. Customer called his doctor and he was advised to call the helpline. Customer stated that he treated with an injection right now and his blood glucose did not drop. Customer stated that he was feeling thirsty due to the high blood glucose. Customer stated that he treated with an insulin pen and he treated 20 minutes before the call. Customer's last blood glucose was 465 mg/dl. Customer performed the high pressure test and no delivery came out. Customer stated that the cannula was not bent. Customer stated that he did not receive a no delivery yesterday and he changed the set that goes in his abdomen. Customer checked his blood glucose and it was the same 2 hours later. Customer was advised to go to the hospital if his blood glucose does not go down.